Event description:
Related manufacturer reference numbers: 2017865-2023-18226. Related manufacturer reference numbers: 2017865-2023-19573. New information received notes that the original replacement of implantable cardioverter defibrillator was due to patient discomfort.

Manufacturer narrative:
The reported event of header anomaly could not be confirmed. Visual inspection, telemetry, impedance, sensing, pacing and output functions of the device were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-18226. It was reported that the patient presented in clinic for generator change. During procedure on 4 apr 2023, it was found that a competitive right ventricular lead was unable to be inserted fully into the implantable cardioverter defibrillator (ICD) header. The ICD was not implanted and a replacement near at hand was used. The replacement ICD also exhibited the same issue. The replacement ICD was not implanted as well, and the original implanted ICD was re-implanted to complete the procedure. Patient condition was stable.

Event description:
It was also noted that during the procedure, both the pacing and defibrillation impedance were found high and out-of-range for the two replacement implantable cardioverter defibrillators.